Manufacturer narrative:
Patient information was unavailable as it was declined from the site. The medtronic authorized biomed representative replaced the mobile view station (mvs) cable interface (umbilical cable). The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The part was returned to the manufacturer for analysis. Conclusion not yet available as evaluation is in progress.

Event description:
An authorized biomedical engineer from the site reported on behalf of a radiologic technologist (rt) that the imaging system was displaying a 'frame-rate below recommended levels' error when attempting to take a 3d image during a spinal fusion procedure. Biomed reported that the imaging system logs indicated the rt switched from 3d mode to 2d mode and back to 3d mode and re-spun the patient; 3d scan was successful. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.